Event description:
It was reported that during a low anterior resection, abdominal air leaked after the trocar was inserted. Another device was used to completed the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 10/29/2008. Info anticipated, but unavailable at this time.